Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly. We will continuously monitor whether similar or same complaint occurs.

Event description:
Physician and gi tech were deploying stent while patient was on table and during deployment the stent handle broke apart.

Manufacturer narrative:
As a result of analysis of returned device, outer sheath was detached and stent was not returned. There was a letter that was noted that stent was in patient so it could not remove. It was found curve on outer sheath/inner sheath on the stent loaded part. Inner sheath worked well by pusher. Esophageal structure where procedure was performed has active peristalsis. It can be hard to deploy due to pressure generated by patient's lesion status. Outer sheath can be stretched and detached and it can cause deployment failure if deployment was tried in this situation. It is, however, impossible to identify the exact root cause and it is hard to recreate the situation at the time of procedure. It is considered that outer sheath was bended due to patient's lesion status during the procedure and deployment was tried. It was hard to deploy due to bended outer sheath and outer sheath was detached in the end; however, the user tried to deploy by detached outer sheath and it deployed finally. We will continuously monitor whether similar or same complaint occurs.

Event description:
Physician and gi tech were deploying stent while patient was on table and during deployment the stent handle broke apart.